Event description:
Pt here for delivery. Positive antibody screen. Anti-kell antibody identified. No reason to suspect antibody production. Extra testing done on the infant due to positive antibody screen. Another pregnancy pt here to delivery had the same anti-kell antibody identified. MFR notified and they reported identified. MFR notified and they reported another hosp reported this same issue. Our hosp lab was never alerted to this fact. The false negative antibody screen caused extra work for our laboratory, and also caused extra testing of the infant. There was no untoward outcome however. Diagnosis or reason for use: antibody identification.